Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reported " found gel all around (siliconoma), especially between the ribs. Patient feels ¿fluid inside¿. Patient also stated strange symptoms seemingly related to allergies, experiencing redness on the face, a burn like sensation on one arm, and respiratory problems, these events are not related to the device. Patient is reporting their condition getting worse with time, and states that their body are rejecting the device. Device remains implanted. This relates to the left side.